Event description:
It was reported that the patient experienced several power cable disconnects alarms. After the patient cable and power module were checked, the decision was made to replace the patient cable. It was reported that the pump stopped while connected to the power module, at the time only the black cables of the system controller and patient cable were connected. The patient cable was exchanged and there were no other alarms. The patient was asymptomatic and was stable. Related manufacturer report number: 2916596-2022-15051.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop followed by a clock reset was confirmed via the submitted log files. A review of the submitted log files spanned approximately 3 hours (day 4 hour 12 minute 32 ¿ day 4 hour 15 minute 13 per time stamp). On day 4 hour 15 minute 19, there was a pump stop when connecting to the power module due to a total loss of power. Both power cables were disconnected simultaneously during a power source exchange. This activated the low flow alarms. The controller clock reset and the pump returned back above the lsl shortly after. There were no notable alarms active in the log file. System controller, serial number (B)(6), was not returned for analysis and remains in use. A root cause for the reported event was due to user error by disconnecting both power cables simultaneously. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot instances of loss of power. Heartmate ii instructions for use section 2 - ¿system operations¿ and heartmate ii patient handbook section 2 - ¿how your heart pump works¿ warns the user that at least one system controller power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced several power cable disconnects and low flow alarms. The patient's volume status was not stable and the patient was reminded to drink more water. After the patient cable and power module were checked, the decision was made to replace the patient cable. The pump stopped when it was only connected to the black cable of the patient cable. The patient cable was exchanged and there were no other alarms. The patient was asymptomatic and was stable.